Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump would power off without warning. At the time of the call the patient reported that the pump's screen would go black. He would then remove battery and reinsert and the pump would power on; however, after the verify screen the pump would power back off. At the time of troubleshooting, customer support confirmed patient was using correct battery. The patient denied any visible damage to the pump's battery compartment or battery cover. In addition, the patient denied any evidence of moisture ingress. The alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. There were no alarms related to the complaint in the history. The returned battery cap was noted to be within specification. The pump was exercised for 24 hours without incident. The pump cover was removed for investigation and did not reveal evidence of internal damage or defect. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.